Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for normal follow-up. During the follow-up it was noted that the rv lead was experiencing noise due to clavicular crush, and the lead was capped and replaced on (B)(6) 2018. The patient was stable following the procedure.